Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: "defect complaint, de-sterilisation, no more information. No more details reported, awaiting for confirmation if the device is going to be returned and if it was in contact with the patient as per complaint form: defect complaint, de-sterilisation, no more information. No more information, customer was contacted by tef at 14.50, mr. Meloux is not there for more details. This is just in fact the package is on a box with the other products and it was damaged on the stock the customer ask just to exchange when we send the products it was ok and no problem it was during the stock age." Device evaluation: the zisv6-35-125-5.0-120-ptx device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to return the complaint device. The investigation will be updated once the device has been returned and evaluated. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. With the information provided, it is likely that the device packaging was damaged during storage at the customer facility. Possible causes for this occurrence could include device handling. This could cause or contribute to a breach of the sterile barrier. However, as the device has not yet been returned and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. This includes a 100% check of the product packaging. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1465462. It may be noted that the failure mode of "packaging damaged" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the device is returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details.according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Defect complaint, de-sterilisation, no more information. As per complaint form: defect complaint, de-sterilisation, no more information. No more information, customer was contacted by tef at 14.50, mr. (B)(6) is not there for more details.

Manufacturer narrative:
510 (k) number: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Defect complaint, de-sterilisation, no more information. No more details reported, awaiting for confirmation if the device is going to be returned and if it was in contact with the patient. As per complaint form: defect complaint, de-sterilisation, no more information. No more information, customer was contacted by tef at 14.50, mr. Meloux is not there for more details. This is just in fact the package is on a box with the other products and it was damaged on the stock. The customer ask just to exchange when we send the products it was ok and no problem it was during the stock age.

Manufacturer narrative:
510 (k) number: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "defect complaint, de-sterilisation, no more information. No more details reported, awaiting confirmation if the device is going to be returned and if it was in contact with the patient as per complaint form: defect complaint, de-sterilisation, no more information. No more information, customer was contacted by tef at 14.50, mr. (B)(4) is not there for more details. This is just in fact the package is on a box with the other products and it was damaged on the stock the customer ask just to exchange when we send the products it was ok and no problem it was during the stock age." Device evaluation: there are two devices related to this complaint. For details of the second investigation refer to (B)(4). The zisv6-35-125-5.0-120-ptx device of lot number c1465462 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The customer was contacted on several occasions to provide additional information in relation to this complaint. However no response was received. The investigation will be updated should any information be made available to cook ireland in the future. The device related to this occurrence underwent a laboratory evaluation on the 02 august 2018. On evaluation of the returned device, the distal end of the delivery system was shape set. A kink was observed in the stent retraction sheath (srs) 4.80 cm from the distal end of the srs. Crinkles were evident on the stability sheath (ss). A 0.035¿ wire guide could not be fully advanced through the device, it stopped at the crinkles in the srs and the thumbwheel rotated freely. The retraction wire was separated from the srs. The stent was not returned with the device and the red safety trigger was depressed suggesting this device was used in the patient. It may be noted that the original complaint information stated there was a sterility issue and that the box was damaged. The customer was asked to confirm if there was a sterility issue with the device, the response received was ¿no sterility issues¿. When asked to confirm what was meant by ¿damaged on the stock¿ the customer confirmed this should have read ¿damaged on the dock¿¿ when asked to confirm what the ¿dock¿ referred to and to confirm what the damage was, the customer responded ¿loading dock where the trucks unload the goods at the hospital¿ and ¿the complaint external packaging was damaged (crushed)¿. The shipping box was not returned with the complaint devices to cirl therefore the damage to the external packaging cannot be assessed. The complaint devices were returned with the original marketing boxes on which no damage was observed. Based on the findings observed in the laboratory it was clear that the device had been used during the procedure. It may be noted that the original file and returned complaint form contained contradictory information. When asked for clarification on the information, a response was not received. It should be noted that the shipping box displayed in the images contains two complaint (pr) numbers one of which contains a typographical error. The pr number (B)(4) on the shipping box should read (B)(4). Both of the returned devices are related. The customer¿s testimony could not be confirmed however the complaint is confirmed based on the failure verified in the laboratory evaluation. Possible root causes for this occurrence could include difficult patient anatomy. Difficult patient anatomy could have caused or contributed to resistance during advancement and/or deployment. This resistance could have increased deployment forces resulting in the separation of the retraction wire from the stent retraction sheath (srs). Difficult patient anatomy could also have caused or contributed to the crinkles on the ss and the kink in the srs. However, as the additional information was not received and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a CAPA (B)(4) has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: the zisv6-35-125-5.0-120-ptx device of lot number c1465462 contains zvsp6-t-35-125-5.0-120-is (zilver ptx) of lot number ch1456596. Prior to distribution all zisv6 devices are subject to visual inspection and functional checks to ensure device integrity as per (B)(4). A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1465462. Summary: the customer¿s testimony could not be confirmed however the complaint is confirmed based on the failure verified in the laboratory evaluation. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was not implanted the surgeon feel the progress not usual and very difficult and retrieve all the system before to used the stent.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to inform the FDA that the device involved in this event has been received and is pending evaluation. Defect complaint, de-sterilisation, no more information. As per complaint form: defect complaint, de-sterilisation, no more information. No more information, customer was contacted by tef at 14.50, mr. Meloux is not there for more details.